Manufacturer narrative:
The user-reported under-infusing issue cannot be confirmed. The device had a flow rate accuracy of 12.15%, which was outside of the +/-5% specification and was an over-infusing issue. The device also failed the 30 psi occlusion test; this issue was not related to the user-reported issue. The device was recalibrated, repaired, and tested to meet all specifications on 08/21/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00236).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported that the pump was underinfusing. "It took 45 minutes to infuse benadryl at the rate of 300 ml/hr for an 100 ml bag. It was being used on a patient. It just took longer to infuse." No patient injury or harm occured for this case.